Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the needle broke on the customer's sensor. Their blood glucose at the time of incident is unknown. The customer confirmed that the needle break occurred before insertion. The sensor needle was hard to remove. The customer mentioned that no misuse of the serter occurred. No products were returned and a replacement sensor was shipped to the customer.